Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched on the screen and that make it harder to read. Customer's blood glucose value was unknown. Customer also stated that insulin pump rejected new battery and the back light was dimmer. The device will not return for analysis.